Manufacturer narrative:
All emails with the esg help desk regarding this issue have been saved and can be provided if necessary.

Event description:
The consumer alleges that she nearly choked on our product. She also states that she has a picture of the device and that it fell apart in her mouth. She stated that she had a dentist appointment on (B)(6) 2019 and they asked her what happened to her gums. The consumer told the dentist that the toothbrush exploded. She says her gum was very red and sore where the part hit.